Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer was advised to clean battery cap with dry cotton swab. Customer was instructed to wait 5 seconds before inserting a new battery. Customer is at work and can't clean contact right now. The customer was advised to monitor and call if problem persist. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose at time of incident was unknown. Customer was advised to insert new battery and monitor the pump. Customer declined to troubleshoot for the failed battery test alarm he doesn't have q-tip to clean contacts and already changed battery twice for previous.